Manufacturer narrative:
(B)(4). This report of a leak was confirmed and the assignable cause is use error. The nurse stated that the patient did not fully connect a line to a bag which according to the complaint resulted in a leak. The complaint information does not indicate any disposable issue that would have caused the patient line to leak. A sample was not available to further investigate this issue. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted global technical service (gts) regarding a leak. The home patient (hp) had problem with a leaking the previous night and the peritoneal dialysis registered nurse (pd rn) asked to do a conference call with hp to find out if the set got contaminated. The technical service representative (tsr) went through the therapy log with the hp and rn, the initial drain was 67ml, last fill was 0ml, total fill was 4798ml, total drain was 2345ml, and the ultrafiltration was -2453ml from cycle 1. The rn said the nurses did manually drain the hp and she will treat the hp as a precaution. Product surveillance (ps) contacted hp on (B)(6) 2012 regarding a leak. Per the hp, she remembered the leak but did not recall if she was connected during that time. She noticed the leak was in the tube but could not clarify beyond that. The hp thinks the sample was discarded and does not remember a lot number. Ps contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2012 regarding a leak. Per the pdrn, the leak occurred because the hp didn't fully connect the line to the bag and nothing medical developed from the contaminated set. No further information could be obtained. There was patient involvement.